Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had a possible infection. The patient had gone to the doctor with increased pain at the pocket site and redness and noted the stimulator was working for their normal pain. No external or patient factors were mentioned as contributing to the issue. The managing doctor put the patient on antibiotics and it was unknown if the issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
The ins ((B)(4)) had a non-analyzable medical issue associated with it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the infection was not determined. The surgeon had placed a few sutures because the wound opened slightly with a small amount of drainage. The patient was given more antibiotics to see how they did over the next few days. Further information received from the representative reported that the implant battery was removed due to continued infection on 11-dec. The patient was doing better with antibiotics, but after two rounds of antibiotics the surgeon decided that the battery needed to be removed since the infection was not fully resolved. The surgeon left the paddle lead in place and was going to try to implant another battery to connect once the infection was resolved.